Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer was unable to clear the alarm. The device was not exposed to moisture. Customer's blood glucose was unknown. Customer was advised the device need to be replaced and customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad trace. No button error alarm noted. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case on display window corners, cracked belt clip slot and stained end cap sticker.